Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing o-ring and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the black ring came out and the reservoir does not screw down well. The customer stated that the reservoir compartment is cracked. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.